Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 28 months post implant of a bifurcated device and a suprarenal aortic extension an angiogram was performed as patient was symptomatic. The angiogram identified that the graft components were separating. Additionally, the patient's aneurysm sac had become bigger. The physician elected to correct this by bridging it with an infrarenal aortic extension and a suprarenal aortic extension. The patient is reportedly doing fine.